Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : despite multiple attempts made to the sales representative for the return of the complaint device, the device has not been received for evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a manufacturing records evaluation. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that part of the electrode was broken during the procedure. The complaint device was received and evaluated by the supplier. Visual inspection revealed that the electrode was not received in the original packaging. The active tip showed signs of use and approximately the half of the ceramic is missing. Some visible tissue debris were identified. Evidence of melted metal was found on the ceramic area. Functional testing was not performed due to the tip condition. Therefore the complaint was confirmed. No other anomalies were noted. At this time, a root cause for the reported failure cannot be determined, however, the failure mode could be attributed to forces greater than the design specification being applied during use or a ceramic component issue. Nevertheless, this cannot be conclusively affirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The complaint failure mode has been reviewed against the systems risk assessment document (B)(4), which is detailed in the spreadsheet line ref no. (B)(4)torsion/shear/tensile/compressive forces- in use. This failure mode is predicted to lead to the device breaking in patient with a possible outcome of patient harm - distal section of device remains in patient. Non-routine intervention required to retrieve components, with grid number of 18 which has a qualitative severity level of critical - results in permanent impairment or life threatening injury. The currently probability level is ¿occasional¿ (<10^4 and =10^5). A review of our complaint records over the last 12 months to assess the frequency for this failure mode for the epoch suction electrode (227204) shows this defect to be the 2nd occurrence in (B)(4) devices shipped (previous complaint (B)(4), logged dec 2019) therefore the frequency as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document (B)(4). The above risk assessment suggests that the risk is an acceptable level and no containment or corrective action is required. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the vapr premiere 90 electrode white plastic portion on the most distal tip dislodged from the electrode. Fragments were created and removed easily without additional intervention. The case was completed with a new vapr electrode without surgical delay or patient harm. Additional information provided by the sales representative reported the lot number is not available for the complaint device. Additionally, it was stated the fragments were retrieved with an arthroscopic grasper. The sales representative reported the device was heavily used throughout the procedure. Multiple times the vapr wand was used in close proximity to the camera. Additionally it was stated, there was no surgical intervention needed or planned. The one piece was successfully removed from the joint space with no complications.